Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was replaced and effective therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's device displayed the "replace generator soon" message and it is unknown if the device depleted prematurely. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.